Manufacturer narrative:
(B)(4). Method - device internal memory was reviewed. Conclusion - the device properly assessed a non shockable asystolic rhythm twice and correctly announced " no shock advised" to the user. The device performed according to specifications.

Event description:
During deployment, the user is questioning the "no shock advised" announcement given by the device. The pt did not survive.